Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported to cue health inc. 6 false positive tests. Test operators were wearing ppe face shield and gowns and they collected the swab in front of the patient and reader. Some false positive tests were followed up with negative pcr tests and some were followed up with negative cue tests same day. None of the patients were symptomatic. Customer provided cartridge serial number (B)(4). Reader sn (B)(4). And cartridge lot 21140k.